Event description:
It was reported that, "it was reported to (B)(6) by (B)(6) that, during surgery the baseplate was opened and it was discovered that the inner tyvek was 'wrinkled.' The surgeon decided not to use the implant and gave the implant to the sales rep to send back to stryker. Associated per (B)(4), where the device was never sent to stryker and was used during another surgery with the outer tyvek already opened."

Manufacturer narrative:
The reported device was implanted and packaging components will be returned to the MFR under per (B)(4) (MFR# 2249697-2011-01634). When completed, the eval summary will be submitted in a supplemental report.